Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the moderate pvl was most likely due to a sub-optimal position of the valve, as it was reported. Medtronic will continue to monitor for future similar events.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted in too low of a position, resulting in moderate paravalvular leak (pvl). Due to calcification of the native tissue, the physician was unable to pull the valve into a higher position. A balloon aortic valvuloplasty (bav) was performed, with no change observed with the pvl. A second valve was then deployed valve-in-valve at a higher position. Following post-implant bav of the second valve no pvl was detected. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.